Manufacturer narrative:
Correction: section b1 - product problem should not been previously selected; there was no product malfunction.

Manufacturer narrative:
The device was returned for analysis. Visual, device interrogation, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the present for device change out procedure due to the battery reaching elective replacement indicator (eri). A pocket relocation was performed due to superficial nature of the pocket and threatened erosion of the skin and patient discomfort from the device. The patient was in stable condition.